Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer states that upon removal u by kotex sleek regular tampons fall apart and pieces remained inside. She also reports irritation and a sharp pain upon removal. She was able to remove remaining pieces and did not seek medical assistance.